Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was in the 500 mg/dl. The customer stated that insulin pump was not working, it was not giving the right amount of insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.